Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose at the time of the incident ranged from 305 to 356 mg/dl. Customer reported symptoms related to their high blood glucose levels included nausea, thirst, and hunger. Customer reported that they are not getting the proper dose of insulin. Customer also reported that the insulin pump alarmed no delivery. Customer reported that the event was resolved by changing the infusion set and reservoir. Product is not expected to return.